Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Initial reporter email address: (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 10/31/201. In the morning on nov. 1, the patient administered a 5-unit bolus of insulin from his medtronic insulin pump prior to eating a peanut butter sandwich. Afterwards, his cgm displayed 225 mg/dl; he assumed the pump had not delivered the insulin and he administered another 5-unit bolus. He left the house and went to the woods to go hunting. His cgm value had not gone down, and he administered an additional 3 -4 units of insulin via his insulin pump. Around noon when he returned to the house, his cgm displayed 330 mg/dl. He administered 7-units of insulin by subcutaneous injection. However, within 10-minutes after administering the insulin, he experienced a low value and self-treated with sweets and a soda. His cgm value increased to 330 mg/dl, which he stated was unusual for him. He administered additional insulin (dose not provided); however, his cgm value increased to 370 mg/dl. He administered another 5-unit bolus and went back to the woods. At 4 ¿ 4:30 pm, while in the woods, the cgm value decreased to 114 mg/dl. As he knew he had administered a lot of insulin, he started eating. Fifteen minutes later, his cmg displayed 98 mg/dl and he ate more. His cgm value decrease to 88 mg/dl and he ingested candy; however, his cgm value continued to decrease so he ate a granola bar. At approximately 7 pm, he was feeling ill, he drank a soda and started walking to his car. As he was walking, his legs became weak, ¿wobbly¿ and he was unable to control his legs. He got into his car to drive out of the woods; however, he was unable to focus his vision. He drove approximately 150 feet and lost consciousness. He regained consciousness around 8:45 pm, covered in sweat and surrounded by paramedics. The patient¿s friends knew where the patient was and when he had not returned from the woods, they searched for him. His friends found the patient unresponsive in his running vehicle and called the paramedics. The paramedics performed a bg which was 26 mg/dl. Unspecified medical treatment was provided (presumed to be glucose). The patient regained consciousness around 8:45 pm, surrounded by paramedics with his shirt removed and covered in sweat. The patient declined transportation to the hospital. When the patient returned to ¿camp¿, post-treatment his cgm displayed 200 mg/dl, but his bg was 130 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.